Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. No button error alarm noted. No blank display, whistling or audio beep anomaly noted. No moisture damage on the electronics noted. Unable to verify a21 alarm due to unresponsive button. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unexpected restart. The customer stated that after the button error alarm, she proceeded with a self test and received the unexpected restart alarm. She reported that the insulin pump then began whistling and beeping and had a blank display thereafter. The customer's blood glucose was 157 mg/dl. She took the battery out and reinserted it, after which she noted that, when she pressed the down arrow button, it did not work but activated the backlight function instead. She stated that she had been working outside and may have exposed the device to sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.